Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("heavy pelvic pain") in a (B)(6) female patient who had essure inserted (lot no. B02267). Additional non-serious events are detailed below. The patient had a medical history of multi gravida, spontaneous abortion (2nd pregnant) and parity 3 (vaginal deliveries, 1st delivery was premature delivery). Previously administered products included: sulfato ferroso, metildopa, dipirona sodica, hioscina [hyoscine butylbromide] and dimeticona. The patient had a family history of uterine cancer (aunt) and hypertension. As concurrent condition the report mentioned drug allergy. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural pain ("essure placement was painfull / heavy cramps one week after essure placement"), post procedural haemorrhage ("bleeding from her genitals for 3 weeks since essure placement / heavy bleeding twice a month") and heavy menstrual bleeding ("before, her menstruation lasted an average of five days and after the placement of the essure, now the average was twenty-eight days"). In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), anxiety ("anxiety"), depression ("depression"), back pain ("pain in the lumbar region"), constipation ("constipation"), dyspareunia ("pains during sexual intercourse"), dysuria ("pains when urinating"), peripheral swelling ("swelling feet"), insomnia ("insomnia"), toothache ("pain in the teeth"), alopecia ("hair loss") and procedural nausea ("nausea") and was found to have weight increased ("weight gain, before essure (B)(6), after essure (B)(6)"). In (B)(6) 2016 she experienced adenomyosis ("suspected of adenomyosis on ultrasound"). Essure was removed on (B)(6) 2021. An unknown time later she experienced pain in extremity ("pain in feet") and stress ("high level of stress"). The patient was treated with diazepan (diazepam) and ibuprofeno as well as surgery (essure removal via bilateral salpingectomy on (B)(6) 2021). At the time of the report, none of the outcomes for these events were known. The reporter considered adenomyosis, alopecia, anxiety, back pain, constipation, depression, dyspareunia, dysuria, heavy menstrual bleeding, insomnia, pain in extremity, pelvic pain, peripheral swelling, post procedural haemorrhage, procedural nausea, procedural pain, stress, toothache and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). [Activated partial thromboplastin time ( 29- 43 s)] on (B)(6) 2021: 31.50 s. [Alanine aminotransferase] on (B)(6) 2021: 17.0 u/l. [Aspartate aminotransferase ( 10- 37 u/l)] on (B)(6) 2021: 14 u/l. [Blood cholesterol] on (B)(6) 2021: 207 mg/dl. [Blood creatinine ( 0.4- 1.4 mg/dl)] on (B)(6) 2021: 0.7 mg/dl. [Blood glucose ( 70- 100 mg/dl)] on (B)(6) 2021: 97.50 mg/dl. [Blood grouping] on (B)(6) 2021: a positive. [Blood potassium ( 3.5- 5 mmol/l)] on (B)(6) 2021: 4.40 mmol/l. [Blood pressure measurement] on (B)(6) 2021: 100 x 56 mmhg, 120 x 80 mmhg, 120x 90 mmhg, 120x 70 mmhg, 100 x 70mmhg and 130x 90 mmhg. [Blood urea ( 10- 45 mg/dl)] on (B)(6) 2021: 14.2 mg/dl. [Blood uric acid ( 1.5- 6.0 mg/dl)] on (B)(6) 2021: 4.86 mg/dl. [Body temperature] on (B)(6) 2021: 36.1 degrees celsius, 35.7 degrees celsius, 35.5 degrees celsius, 35.9 degrees celsius, 36 degrees celsius and 35.5 degrees celsius. [C-reactive protein (< 5.0 mg/dl)] on (B)(6) 2021: 1.73 mg/dl. [Chest x-ray] on (B)(6) 2021: unremarkable. [Full blood count] on (B)(6) 2021: unremarkable; on 14-apr-2021: unremarkable. [Gamma-glutamyltransferase (< 38 u/l)] on (B)(6) 2021: 29 u/l. [Heart rate] on (B)(6) 2021: 74 beats/min, 70 beats/min, 62 beats/min, 78 beats/min, 86 beats/min and 74 beats/min. [Hepatitis b surface antigen] on (B)(6) 2021: non-reactive. [Hepatitis c antibody] on (B)(6) 2021: non-reactive. [High density lipoprotein] on (B)(6) 2021: 97.5 mg/dl. [Hiv test] on (B)(6) 2021: non-reactive. [Oxygen saturation] on (B)(6) 2021: 99 %. [Prothrombin time ( 10- 14 s)] on (B)(6) 2021: 13.2 s. [Respiratory rate] on (B)(6) 2021: 17 breaths/min, 19 breaths/min, 18 breaths/min, 19 breaths/min, 18 breaths/min and 18 breaths/min. [Smear test] on (B)(6) 2020: negative for neoplasia, benign, reactive or reparative cell changes, inflammation. [Treponema test] on (B)(6) 2021: non-reactive. [Ultrasound abdomen] on (B)(6) 2021: unremarkable. [Ultrasound pelvis] in (B)(6) 2016: the device was in the right place, however, a cervical lesion was detected. [Ultrasound scan vagina] on (B)(6) 2015: essure normopositioned; on (B)(6) 2021: uterus 86x82x65 cm, vol 157 cm3. Endometrium 9mm, right ovary 31x20 mm, left ovary 39x17 mm. Essue normopositioned.; (date unknown): suspected fo adenomyosis. [Urine analysis] on (B)(6) 2021: erythrocytes 2-4, leukocytes 3-5. 2-4 red blood cells, numerous mucus threads, mild bacteria. [Very low density lipoprotein ( 10- 50 mg/dl)] on (B)(6) 2021: 46.94 mg/dl. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 25-may-2022: the follow information were included new lawyer's reporter, physician's reporter, patient details, medical history histortical drug, family history,lab data, start date updated from (B)(6) 2015 to (B)(6) 2016, stop date, batch number, other treatment products weight gain, depression, anxiety, procedural pain, post procedural bleeding, menstruation prolonged, lumbar pain, constipation, urination pain, dyspareunia, swelling of feet, tooth pain, hair loss, post procedural nausea, adenomyosis uteri, painful feet, stress, previous event adverse reaction was updated to pelvic pain female. 25-may-2022: no new information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pelvic pain') in a 35-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (vaginal deliveries, 1st delivery was premature delivery), spontaneous abortion (2nd pregnant) and multi gravida. Previously administered products included for an unreported indication: dipirona in 2013, hiscina in 2013, dimeticona in 2013, sulfato ferroso in 2013 and metildopa in 2013. Concurrent conditions included drug allergy. Family history included uterine cancer (aunt) and hypertension. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("essure placement was painfull / heavy cramps one week after essure placement"), post procedural haemorrhage ("bleeding from her genitals for 3 weeks since essure placement / heavy bleeding twice a month") and heavy menstrual bleeding ("before, her menstruation lasted an average of five days and after the placement of the essure, now the average was twenty-eight days"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion intervention required), anxiety ("anxiety"), depression ("depression"), back pain ("pain in the lumbar region"), constipation ("constipation"), dyspareunia ("pains during sexual intercourse"), dysuria ("pains when urinating"), peripheral swelling ("swelling feet"), insomnia ("insomnia"), toothache ("pain in the teeth"), alopecia ("hair loss") and procedural nausea ("nausea") and was found to have weight increased ("weight gain, before essure 60 kg, after essure 80 kg"). In (B)(6) 2016, the patient experienced adenomyosis ("suspected of adenomyosis on ultrasound"). On an unknown date, the patient experienced pain in extremity ("pain in feet") and stress ("high level of stress"). The patient was treated with diazepam (diazepan), ibuprofen (ibuprofeno) and surgery (essure removal via bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, procedural pain, post procedural haemorrhage, heavy menstrual bleeding, weight increased, anxiety, depression, back pain, constipation, dyspareunia, dysuria, peripheral swelling, insomnia, toothache, alopecia, procedural nausea, adenomyosis, pain in extremity and stress outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, back pain, constipation, depression, dyspareunia, dysuria, heavy menstrual bleeding, insomnia, pain in extremity, pelvic pain, peripheral swelling, post procedural haemorrhage, procedural nausea, procedural pain, stress, toothache and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Activated partial thromboplastin time (29 - 43 s) - on (B)(6) 2021: 31.50 s. Alanine aminotransferase (u/l) - on (B)(6) 2021: 17.0 u/l. Aspartate aminotransferase (10 - 37 u/l) - on (B)(6) 2021: 14 u/l. Blood cholesterol (mg/dl) - on (B)(6) 2021: 207 mg/dl. Blood creatinine (0.4 - 1.4 mg/dl) - on (B)(6) 2021: 0.7 mg/dl. Blood glucose (70 - 100 mg/dl) - on (B)(6) 2021: 97.50 mg/dl. Blood grouping - on (B)(6) 2021: a positive. Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2021: 4.40 mmol/l. Blood pressure measurement - on (B)(6) 2021: 100 x 56 mmhg; on (B)(6) 2021: 120 x 80 mmhg; on (B)(6) 2021: 120x 90 mmhg; on (B)(6) 2021: 120x 70 mmhg; on (B)(6) 2021: 100 x 70mmhg; on (B)(6) 2021: 130x 90 mmhg. Blood urea (10 - 45 mg/dl) - on (B)(6) 2021: 14.2 mg/dl. Blood uric acid (1.5 - 6.0 mg/dl) - on (B)(6) 2021: 4.86 mg/dl. Body temperature (degrees celsius) - on (B)(6) 2021: 36.1 degrees celsius; on (B)(6) 2021: 35.7 degrees celsius; on (B)(6) 2021: 35.5 degrees celsius; on (B)(6) 2021: 35.9 degrees celsius; on (B)(6) 2021: 36 degrees celsius; on (B)(6) 2021: 35.5 degrees celsius. C-reactive protein (5.0 mg/dl) - on (B)(6) 2021: 1.73 mg/dl. Chest x-ray - on (B)(6) 2021: unremarkable. Full blood count - on (B)(6) 2021: unremarkable; on (B)(6) 2021: unremarkable. Gamma-glutamyltransferase (38 u/l) - on (B)(6) 2021: 29 u/l. Hiv test - on (B)(6) 2021: non-reactive. Heart rate (beats/min) - on (B)(6) 2021: 74 beats/min; on (B)(6) 2021: 70 beats/min; on (B)(6) 2021: 62 beats/min; on (B)(6) 2021: 78 beats/min; on (B)(6) 2021: 86 beats/min; on (B)(6) 2021: 74 beats/min. Hepatitis b surface antigen - on (B)(6) 2021: non-reactive. Hepatitis c antibody - on (B)(6) 2021: non-reactive. High density lipoprotein (mg/dl) - on (B)(6) 2021: 97.5 mg/dl. Oxygen saturation (%) - on (B)(6) 2021: 99 %. Prothrombin time (10 - 14 s) - on (B)(6) 2021: 13.2 s. Respiratory rate (breaths/min) - on (B)(6) 2021: 17 breaths/min; on (B)(6) 2021: 19 breaths/min; on (B)(6) 2021: 18 breaths/min; on (B)(6) 2021: 19 breaths/min; on (B)(6) 2021: 18 breaths/min; on (B)(6) 2021: 18 breaths/min. Smear test - on (B)(6) 2020: negative for neoplasia, benign, reactive or reparative cell changes, inflammation. Treponema test - on (B)(6) 2021: non-reactive. Ultrasound abdomen - on (B)(6) 2021: unremarkable. Ultrasound pelvis - in (B)(6) 2016: the device was in the right place, however, a cervical lesion was detected. Ultrasound scan vagina - on an unknown date: suspected fo adenomyosis; on (B)(6) 2015: essure normopositioned; on (B)(6) 2021: uterus 86x82x65 cm, vol 157 cm3. Endometrium 9mm, right ovary 31x20 mm, left ovary 39x17 mm. Essue normopositioned.. Urine analysis - on (B)(6) 2021: erythrocytes 2-4, leukocytes 3-5. 2-4 red blood cells, numerous mucus threads, mild bacteria. Very low density lipoprotein (10 - 50 mg/dl) - on (B)(6) 2021: 46.94 mg/dl. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.